Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the screws at tooth locations 45 and 46 fractured after 2 months of use.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium hexed screw, iuniht were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was could not be completed since the subject lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was performed for the iuniht dating back 12 months from the notification date, for similar events, using complaint keywords : fracture screw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.